Event description:
Additional information was received. The manufacturer representative (rep) reported event date was unknown. As well as cause and steps taken for resolution was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient has been to tunisia twice and both times their implantable neurostimulator (ins) deactivates. Patient has not gone through the electromagnetic arch at the airport. It's just disconnected and won't reconnect. To clarify what happens is that within a day of arriving in tunisia, the device stops connecting with the handset and has a "contact clinician" message. Patient is first aware when they notice bowel function deteriorates. It won't connect with the recharger so patient was unable to recharge. Patient says it re-starts almost straight away when they return to the UK.

Manufacturer narrative:
G2: country tunisia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.